Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from two patient samples tested on a vitros 3600 immunodiagnostic system when compared to results obtained from a non-vitros roche cobas system. The investigation determined the likely assignable cause of the event could be a cumulative effect of an expected method to method difference between vitros & roche in addition to the difference in ipth results when comparing two different sample types (serum versus edta plasma) that were processed approximately 3 hours apart. Per customer notification (B)(4), there is a confirmed 20 % bias versus the roche elecsys pth test. In addition, the vitros ipth instructions for use indicates specimen types should not be used interchangeably during the serial monitoring of an individual patient as measured concentrations may vary slightly between sample types. The results provided from the patient samples were two different sample type (serum versus edta plasma) and tested approximately 3 hours apart. Intact pth is labile and susceptible to fragmentation. The degree of fragmentation will depend on both time and temperature of storage. Based on the historical ipth quality control performance, a vitros ipth reagent issue is not a likely contributing factor to this event. In addition, there was no indication of a vitros 3600 instrument issue and an instrument malfunction is not a likely contributor to the event.

Event description:
The customer obtained higher than expected vitros intact pth (ipth) results from two patient samples tested on a vitros 3600 immunodiagnostic system when compared to results obtained from a non-vitros roche cobas system. Patient 1 = 1130 pg/ml versus expected 746.10 pg/ml. Patient 2 = 2112 pg/ml versus expected 1421 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were reported outside of the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).